Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) a foreign substance that appeared to be a piece of plastic vinyl was found on the lens optic. The material was removed and there is no reported patient impact. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).